Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17235. It was reported that the patient presented in-clinic for left ventricular lead replacement. The pocket was opened but the lead would not move. The physician decided to test all vectors and only one had high impedance so it was decided to reprogram the device to address the high impedance instead of lead explant. It was also noted that following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically as the physician did not want to risk opening pocket again and risking more infection. There was no allegation against the device. The patient was stable pre, during and post-procedure and will continue to be followed on merlin.net.